Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation/additional information: additional information: upon completion of investigation, material was identified based on photo. Section d updated reflect material. Device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, a particle is observed within the vial, however, without the physical sample we are unable to properly identify the composition or origin of the identified particle. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: unknown, batch#: unknown. It was reported by the customer that have been experiencing some white floaters with one of our products. Verbatim: I am reaching out to see if there were any previous product concerns with phaseal optima and certain drugs? We have been experiencing some white floaters with one of our products (ogivri / trastuzumab) and it was shared to me the peterborough (xxx) had a similar issue. Apparently, the qa results from the vendor at that time attributed the issue to the xxx used there and the plastic from it (phaseal optima). Are you aware of any phaseal - drug concerns that has been brought up to bd that you could share with us? 1.) I do not have the lot numbers as they were returned to the drug manufacturer with drug to be tested. 2.) This happened (B)(6) (first observed) but has happened in subsequent days. 3.) No patient harm to patient as it did not reach them.